Manufacturer narrative:
A final report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the pacing didn't work on the patient. There was no reported adverse event to the patient. We are considering this to be a serious injury because it is not known if the patient procedure was life-saving therapy nor if the treatment was interrupted.

Event description:
Philips received a complaint on the dfm100 indicating that the pacing didn't work on patient. Deve is in clinical use but no adverse event. We are considering this to be a serious injury because it is not known if the patient procedure was life-saving therapy nor if the treatment was interrupted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.